Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation as it remains implanted in the patient. Although edwards was unable to perform device analysis, this event was most likely due to a progressions of the patient's underlying valvular disease pathology. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Product complaint report (B)(4). Edwards received notification that this patient with a valve model 3000tfx21mm implanted in the aortic position and a porcine valve model 665029mm implanted in the mitral position were replaced through a double valve-in-valve (viv) procedure after 9 years and 1 month of implant duration due to aortic stenosis [(B)(4)] and mitral regurgitation [(B)(4)]. The patient experienced chest pain prior the viv procedure. A 23mm sapien 3 valve and a 26mm sapien 3 valve were implanted in aortic and mitral position in replacement, respectively. The patient was noted as to be stable after the procedure.

Manufacturer narrative:
H10: additional manufacturer narrative.